Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/11/2023. Additional information was requested, the following was obtained: what was being done when needle got detached from thread (in the package/removal from package /during passage through tissue)? : surgeon has used another foil for completion of the procedure. Could you please clarify if the patient suffered from any signs or consequences due to the issue (pull off suture needle)? Please provide more information. : patient consequences unknown. What is the lot number? : shbcbz. Device status? Device not available. They have discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-02936 & 2210968-2023-02937 product complaint # (B)(4). Date sent to the FDA: 5/11/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was being done when needle got detached from thread (in the package/removal from package /during passage through tissue)? Could you please clarify if the patient suffered from any signs or consequences due to the issue (pull off suture needle)? Please provide more information what is the lot number? Events reported via: 2210968-2023-02936.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. During the procedure, the needle got detached from thread. No adverse patient consequences were reported. Additional information was requested.